Event description:
It was reported that a nurse stated the ilet did not alert the patient to a low glucose event, with the device later showing low readings while a contemporaneous fingerstick measured higher; the patient subsequently updated the firmware and reconnected, and the dexcom g7 was calibrated within the ilet. Symptoms included hypoglycemia with confusion or disorientation, diaphoresis, and shaking or tremors, with a reported low glucose of 50 that was treated with oral glucose. Outcomes included no health consequences or lasting impact. Investigation included communication with the user¿s nurse and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.